Event description:
It was further reported that in (B)(6) 2015, subsequent hospitalizations showed persistent colopathy and the patient was weaned off from vasopressors and supportive medication. However the patient continued poor dietary intake, percutaneous endoscopic gastrostomy (peg) was considered but was postponed due to marginal respiratory status and was continued on central parenteral nutrition (cpn). In (B)(6) 2015, the patient's health started to decline and hence was taken to intensive care unit (ICU). During the transition, the patient had cardiopulmonary arrest and cardiopulmonary resuscitation (CPR) was initiated. Due to the patient's condition of long hypoxemic encephalopathy, resuscitation was aborted. The patient expired due to respiratory failure. The primary cause of death was respiratory failure/cardiopulmonary arrest. No autopsy was performed.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-02387. (B)(4). It was reported that restenosis and myocardial infarction (mi) occurred. In (B)(6) 2013, the patient was presented due to stable angina with silent ischemia. Subsequently, coronary angiography and the index procedure were performed. The target lesion was located in the proximal to mid left anterior descending (lad) artery with 80% stenosis, a length of 6 mm, and a reference vessel diameter of 3.0 mm. The lesion was treated with direct stent placement using a 3.00 x 8 mm promus element¿ plus study stent. Following post-dilatation, residual stenosis was 0%. The target lesion #2 was located in the mid to distal lad with 95% stenosis, a length of 14 mm, and a reference vessel diameter of 3 mm. The target lesion #2 was treated with pre-dilatation and placement of a 2.25x16mm promus element¿ plus study stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented to emergency room (ER) via emergency medical services (ems) with complaint of acute onset of abdominal pain with nausea, vomiting and diarrhea since last evening with increasing malaise, weakness and fever (greater than 102). Computed tomography (CT) of the abdomen was performed which demonstrated acute appendiceal inflammation consistent with appendicitis and emergent appendectomy was attempted; however, the patient underwent wide based tachycardia after induction of anesthesia. The patient became hypotensive requiring blood pressure (bp) support. Subsequently, it was converted to sinus rhythm with amiodarone and the ongoing surgery was cancelled. The patient recovered from the wide complex tachycardia but the patient also developed respiratory failure. The patient was intubated and placed on a ventilator support. The patient was also found to have bacteremia and septic shock. Treatment included fluid boluses and pressor medications. Patients cardiac enzyme was noted to be elevated and was diagnosed with mi. On the following day, coronary angiography was performed and revealed patent mid and distal stents. Also, the 90% stenosis located in the mid lad was treated with plain balloon angioplasty resulting in 20% stenosis with timi 3 flow. One day post procedure, the patient developed acute renal failure and was started on dialysis. In addition, the patient had pancytopenia and received blood transfusion.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).